Manufacturer narrative:
(B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The doctor indicated that during a dental surgery the tooth was removed and one implant (xifnt411) was placed and it lacked primary stability. The implant was removed, then doctor tried using another implant of a different diameter (xifnt511) and it also lacked primary stability. The implant was removed and doctor decided to wait for healing and place another implant at a later point of time.